Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the ostial of the left circumflex artery. Pre-dilation was performed with a 3.0x12mm apex balloon and a 3.0x12mm ion stent was advanced to treat the target lesion. It was noted when trying to cross the lesion that stent struts were flared so a decision was made to use another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: there was a blood like substance in the guide wire lumen. The stent was secure between the markerbands. Two struts in the first distal row were bent back distally. There was a kink 1 mm from the proximal bond. There was no other damage to the stent or the sds. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the ostial of the left circumflex artery. Pre-dilation was performed with a 3.0x12mm apex balloon and a 3.0x12mm ion stent was advanced to treat the target lesion. It was noted when trying to cross the lesion that stent struts were flared so a decision was made to use another of the same device. No patient complications were reported and the patient status is ok.